Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device was functioning properly. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was heating up during testing. It was further determined that the electronic control unit was damaged and the cover plate had come off. The assignable root cause was determined to be due to component wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery, it was discovered that the small battery drive device was not functioning properly. It was reported that it seemed the device was functioning only in one direction. It was further reported that the device appeared to only go in forward direction and oscillation appeared to not function as well. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.